Manufacturer narrative:
Reference number (B)(4) catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In jun 2024, for unknown reasons, the patient underwent a CT scan. The CT scan showed a mass near the distal end of the intestinal tube. Multiple attempts were made to obtain additional information without success. Conservatively, a report of a bezoar is being made.